Event description:
Information was received from a patient via a manufacturer's representative (rep), with additional information confirmed/provided by a healthcare provider (hcp). The patient receives baclofen at a concentration of 500mcg/ml and a dosage of 75mcg/day via an implantable infusion pump for stiff person syndrome. It was reported that there was a partial catheter explant. On 2026-jan-06, additional information was received about the event. The rep reported that the patient initially reported this issue to them. The patient reported they had issues about two weeks after their initial implant that was on 2025-nov-21. The rep reported that the patient's original intrathecal catheter segment was in place but had slipped a few vertebral bodies and backed out the anchor partially. The hcp removed the old segment and sewed up the entrance and then made a new lumbo-peritoneal and used a new intrathecal segment, connecting it to the old catheter pump segment that was still in place. The patient reported a spinal headache a few weeks after their initial pump placement. The patient also had fluid accumulation under their skin at the lumbar incision. It was reported there was a small amount of leaking around where the catheter entered the intrathecal area. This was the cause of the fluid accumulation under the skin and the patient's spinal headache. There were no leaks visible after the revision. The patient remained on the same 75mcg/day dosage after the revision per the hcp. No factors contributed to the issue and no troubleshooting was performed prior to the procedure. The issue resolved at the time of the report, and the customer discarded the catheter segment that was explanted. The rep clarified the catheter had backed out of the anchor partially. The rep stated that the anchor was in place, and there was no purse string suture around the anchor.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted partial: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.